Manufacturer narrative:
A sysmex service engineer (se) confirmed the involved object that caused the injury had been discarded. The se could not confirm that the object, which caused the injury, was from the aspiration needle of the analyzer. The information is no longer present on the analyzer to investigate the allegation of a malfunction that occurred which caused the broken needle. The se reported that the analyzer was performing within specifications. This event was reported because the operator received anti-viral medication to guard against development of blood-borne disease.

Event description:
The laboratory supervisor stated that the operator removed the sample rack and tube. At that time, he felt a puncture and observed a metal piece protruding from the top of the specimen tube. The laboratory supervisor stated that the metal piece was from the aspiration needle from the analyzer. The injury was to the operator's right index finger. The operator washed the affected area and was prescribed anti-viral medications.